Event description:
The customer reported the system images are too dark to identify. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was adjusted during the service call. The system was tested and found to be working as intended and put back into service.